Event description:
On (B)(6), 2007, this pt was implanted with a gore tag thoracic endoprosthesis and gore excluder aaa endoprosthesis aortic extender component. On (B)(6), 2007, an additional procedure was performed whereby two additional gore tag devices and an aortic extender component were implanted. Additional info has been requested.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please refer to medwatch # 2953161-2011-00178 for the medwatch on the gore excluder aaa endoprosthesis associated with this event.